Manufacturer narrative:
Reliability analysis: inspected 1 opened/used elite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for low readings, also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 64 mg/dl. Customer alsp states that there is a difference between the sensor and blood glucose readings. Nothing further reported.